Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported a pairing issue with the pump and minimed mobile app. Troubleshooting was performed. No harm requiring medical intervention was reported and the customer failed to pair the device. The issue was not resolved. The customer will continue using the application and the product will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event with minimed mobile app (software version 2.1.0) installed on samsung galaxy s8+ (android 9) with mmt-1885 780g pump (software version 6.7v.3) was conducted and confirmed the issue was reproduced. The device failed playintegrity check (which could cause pairing issues), and thus, it was blacklisted for minimed mobile app. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the document d00780504. After conducting a thorough investigation, we have found that the pairing is failing due to a sake key decryption failure. The server returned a payload with incorrect data, which usually happens when the device fails the playintegrity check. This error code was returned: e_sake_handshake_device_type_not_supported. When a device fails the playintegrity check it means that it is failing google's security check and should not be supported by our application. We will be moving this device into the blacklist as a result of this. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: 1. Try to pair with any whitelist android device. We have made attempts to contact the customer/rep to address the issue, but we have been unable to obtain a response. Therefore, we have informed the helpline team member that we are proceeding to close this issue. If the issue persists, kindly create a new one and we will take swift and efficient action to address it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.